Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 699 mg/dl; cause was not known. Ketones were moderate to large. Basal rate was increased, bolus via pump and insulin injections were used to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids/insulin and glucose stabilizer. Customer was discharged on (B)(6) 2018 with bg resolved. System check was performed with tandem technical support; no device issue was identified. Reportedly, the customer changed the cartridge every 3 days. Tandem technical support informed customer that humalog is labeled for 48 hour use with the cartridge.